Manufacturer narrative:
Inspected one opened/used reservoir performed manual prime and high-pressure test per specifications. Pump reservoir passed no leakage anomaly noted. Checked o-rings groove per defects and none was found. Reservoir connected and locked in place properly.

Event description:
Customer reported that the reservoir leaked insulin from the o-rings during normal use into the insulin pump reservoir compartment. Nothing further was reported.